Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter facility name: infusystem canada first biomedical inc. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a"cassette not attached properly" alarm. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device main board, which was determined to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The main board was replaced and the device passed all testing.